Event description:
The dealer found that the aries table locks were not holding very strong, and upon investigation with core labs, it was found that there was not 24 volts going to the table locks. It was then found that the 24 vdc was attached to the pcb board at the wrong place.